Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd ultra fine¿ pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: the customer stated "the needle that would not pass insulin during priming." Additional information: the customer felt she had received a defective needle and hasn't had this event happen before.

Event description:
It was reported during use the bd ultra fine¿ pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: the customer stated "the needle that would not pass insulin during priming." Additional information: the customer felt she had received a defective needle and hasn't had this event happen before.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: customer returned (1) open 5mm, 31g pen needles from lot # 9268397. Customer states that a needle that would not pass insulin. The returned pen needle was tested and was able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.